Event description:
On an unknown date a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in 2018. On (B)(6) 2025, the patient presented to a family physician who noted yellow-green discharge from the stoma. A sample of the stoma was collected and revealed an infection with pseudomonas aeruginosa and candida. The patient was treated with ciprofloxacin per antibiogram and nystatin tablets. The patient also presented with a peristomal granuloma, profuse discharge, and peristomal irritation.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.